Manufacturer narrative:
(B) (4). Evaluation: as described in the complaint, the peg broke upon impaction. Device history records indicate all components were mfg and inspected to specification. Cause cannot be determined. Exemption: (B) (4). Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaints.

Event description:
It was reported that the rod on the impactor broke off and was unable to be retrieved.